Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, outer insulation had a cosmetic depression, the lead was stretched, and the lead had apparent explant damage.

Event description:
It was reported that the left ventricle lead had a positioning issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.